Manufacturer narrative:
Per tandem's user guide: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Reportedly, the customer was using u-500 insulin within their pump supplies. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.